Event description:
It was reported that the rv lead was explanted due to t-wave oversensing. The patient has not received any inappropriate shocks in response to the oversensing. No patient complications were reported as a result of this event.